Manufacturer narrative:
The customer replaced the cpu pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device had a check vent alarm error message. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.